Event description:
Boston scientific received information that shock lead impedance on this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) system exhibited an abrupt increase. It was reported that the shock impedance values had been stable at 40 to 50 ohms, but then in mid-december increased to 90 ohms and had been stable at that range since. A save-to-disk was performed and analyzed by boston scientific engineering and it was noted that the higher impedance readings were associated with the distal coil of the rv lead. Boston scientific technical services (ts) recommended commanded shock testing at 1.1 j and maximum outputs, as well as, defibrillation threshold (dft) testing be done to ensure therapy availability. Additional information was received that commanded and dft shock at 31j were normal; impedances were in the 50 ohm range. No adverse patient effects were reported. The product remains in service.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.